Event description:
Info received that the brakes were not holding when set. No injury reported.

Manufacturer narrative:
Technician found that the brakes were not holding when set. Due to worn casters. Replaced casters to resolve this issue. Bed location - maintenance.